Event description:
It was reported that the lead dislodged on (B) (6) 2009,(B) (6) 2009 and twice on (B) (6) 2009. The lead was repositioned each time and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.